Event description:
It was reported that review of a remote transmission showed the implantable cardioverter defibrillator (ICD) possible delivered inap propriate anti-tachycardia pacing (atp) and high-voltage therapies for an episode detected in the fast ventricular tachycardia (fvt) zone. It was suspected the rhythm was an supra ventricular tachycardia (svt) as therapies were initially withheld for sinus tachyca rdia (st). The transmission also showed the right atrial (ra) lead exhibited intermittent oversensing during atrial tachycardia/atrial fibrillation (at/af). The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpb3d1 ICD implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.